Event description:
Alleged event: during a laparoscopic cholecystectomy the clip applier fired several clips without applying correctly; it was impossible to close the clip on the site that needed clipping. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73k1400050 investigation did not show issues related to the complaint. The device components look well assembled, no stuck clip was observed in jaws. Applier was activated and one clip was released, however, the clip did not load in jaws; it was stuck in jaws. It was observed that the spring jaws component is out of place or bent and the trigger component is very hard to be activated; root cause is unknown. Internal inspection revealed that the guide component is damaged, bent, with clips inside. The defect reported was observed however, the root cause is considered unknown due to sample the condition. Therefore a corrective action cannot be established because the sample is seriously damaged. All products are 100% tested by manufacturing and this defect would have been detected during the functional testing. The manufacturer will continue to monitor and trend related events.